Manufacturer narrative:
An ez way rep met with the facility to inspect the equipment and found the lift and the sling in good working order, with no damage. The facility could not explain how the loop strap came off the lifted hook. When the sling is hooked up properly to a lift, the 4 sling loop straps are to be placed within the 4 hooks of the lift hanger bars. When a pt is lifted, gravity, the weight of the pt, and the design of the hanger bar hooks will not allow the loop straps to unhook spontaneously.

Event description:
Two residents were transferring a pt from a wheelchair to a bed. Once the pt was suspended over the bed, the loop by the right shoulder came off the hanger bar hook. The pt fell out of the sling and suffered a laceration to the head and a neck fracture.